Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that during a preventative maintenance (pm), there was physical damage noted to the bottom release mechanism. There was no patient harm. All known information regarding the event has been provided.